Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. The rv lead exhibited high pacing thresholds and poor sensing. The rv lead was repositioned. No further details at this time. Remains in service. No additional adverse patient effects were reported.